Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for loose tibial and femoral components.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Depuy (B)(4) was unable to retest the retained sample of this product, it was manufactured in may 2007 (expiry date april 2010) and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure (scpqc-01). Although there are no retained samples for this complaint, a previous complaint for this part and lot number found the retained cement samples were conditioned and tested at an ambient temperature of 23 degrees c. All handling and mechanical strength results were reviewed and were within specification. A search of the complaint database found no prior reports for both the femoral and tibial tray part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.